Manufacturer narrative:
This event cannot be fully investigated due to the fact that it occurred on (B)(6) 2019 and was not reported to spacelabs until june 24, 2019. Database backup logs are only retained for 72 hours. The customer has identified that default abn in row and abn per min alarms were both set to zero at the time of the incident, which disables the alarm. The alarm settings have been returned to the default abn in row to 5 and abn per min to 10. Spacelabs field service engineer (fse) has examined the equipment, which is still in patient use. Fse has found no malfunction that would contribute to the issue that is being reported. This report is complete and this particular issue is considered to be closed.

Event description:
Spacelabs received a report on june 24, 2019 that on (B)(6) 2019 a patient experienced episodes of torsades de pointes in which the audible alert of the alarm did not sound on the monitor technician side or on the nursing unit. No injury was reported in association with this event.